Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during implant procedure of this brady lead, the physician did reposition this lead multiple times in the left bundle. Also, this procedure has been a difficult case with rotated heart and large heart that it took a while for the physician to get a good result. Furthermore, as per the technical service (ts) after 3 attempts, a new lead should be used. Hence, a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead. Detailed analysis did not confirm allegation of non-specific product performance. An induced damage only was noted during analysis. There were no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Hence, no problem was detected.

Event description:
It was reported that during implant procedure of this brady lead, the physician did reposition this lead multiple times in the left bundle. Also, this procedure has been a difficult case with rotated heart and large heart that it took a while for the physician to get a good result. Furthermore, as per the technical service (ts) after 3 attempts, a new lead should be used. Hence, a new lead was implanted. No adverse patient effects were reported.